Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with corroded keypad traces. No display ramping on its own anomaly noted. All buttons working properly. Insulin pump received with minor scratches on lcd display window.

Event description:
Customer reported that the numbers on the screen of the insulin pump keep ramping and the keypad is unresponsive. Customer does not recall any significant events leading to the issue. Blood glucose value is 185 mg/dl. Nothing further reported.